Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on 15-aug-2018. The most recent information was received on 31-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pains in pelvic area / severe pelvic pain'), loss of consciousness ('passed out during hysterosalpingogram'), bladder cyst ('bladder problems, was diagnosed with cyst') and multiple episodes of procedural pain ('essure implantation procedure very painful', 'unbearable pain during hysterosalpingogram causing me to pass out') in a 27-year-old female patient who had essure (batch no. C51348) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: denies suffering previously from hyperhidrosis, acne and furuncle. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced the first episode of procedural pain ("essure implantation procedure very painful"). On (B)(6) 2015, the patient experienced loss of consciousness (seriousness criterion medically significant) and the second episode of procedural pain (seriousness criterion medically significant). In 2016, the patient experienced bladder cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dyspareunia ("painful sex / pain during sexual intercourse"), dysmenorrhoea ("painful periods"), heavy menstrual bleeding ("periods sometimes very heavy, always with large clots, prolonged"), adnexa uteri pain ("regular/daily sharp stabbing pains around my fallopian tube area"), menstruation irregular ("periods irregular"), hypomenorrhoea ("periods sometimes light"), back pain ("lower back pain"), abdominal distension ("bloated large stomach ¿ look and feel in late stages of pregnancy"), ovulation pain ("painful ovulation"), coital bleeding ("occasional bleeding after sex"), muscle spasms ("muscle spasms at stomach area"), hyperhidrosis ("excessive sweating"), skin discolouration ("skin turn green with some jewellery"), acne ("acne"), furuncle ("very painful boils on face") with facial pain, genital abscess ("very painful boils in genital area") with genital pain, influenza like illness ("all over aches ¿ like flue"), headache ("regular headaches sometimes last more than 3 days"), dizziness ("dizziness"), pruritus ("itching all over body"), chest pain ("chest pain"), fatigue ("constant extreme tiredness / extreme fatigue"), asthenia ("lack of strength and energy"), amnesia ("memory loss"), peripheral swelling ("swollen lower legs"), joint swelling ("swollen ankles"), depressed mood ("often feel low /sad"), tooth disorder ("deterioration of teeth") and feeling abnormal ("brain fog") and was found to have heart rate increased ("heart beats fast") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy for essure removal and removal of bladder cyst in (B)(6) 2016). Essure was removed on (B)(6) 2019. In (B)(6) 2016, the bladder cyst had resolved. At the time of the report, the pelvic pain, loss of consciousness, the last episode of procedural pain, abdominal pain, dyspareunia, dysmenorrhoea, heavy menstrual bleeding, adnexa uteri pain, menstruation irregular, hypomenorrhoea, back pain, abdominal distension, ovulation pain, coital bleeding, muscle spasms, hyperhidrosis, skin discolouration, acne, furuncle, genital abscess, influenza like illness, headache, dizziness, pruritus, chest pain, heart rate increased, fatigue, asthenia, amnesia, peripheral swelling, joint swelling, depressed mood, tooth disorder and weight increased had resolved and the feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, adnexa uteri pain, amnesia, asthenia, back pain, bladder cyst, chest pain, coital bleeding, depressed mood, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, furuncle, genital abscess, headache, heart rate increased, heavy menstrual bleeding, hyperhidrosis, hypomenorrhoea, influenza like illness, joint swelling, loss of consciousness, menstruation irregular, muscle spasms, ovulation pain, pelvic pain, peripheral swelling, pruritus, skin discolouration, tooth disorder, weight increased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: initially (in 2018), patient reported "for the last 2 years I have had concerns about the device and some health concerns. I am told that this would not be causing my problems how ever I disagree. Regarding abdominal pain lower and adnexa uteri pain there is no real cause to explain. Just comes out of nowhere". As per follow-up of (B)(6) 2019, a lawyer reported that the patient was given inconclusive advice regarding the success of the sterilization. Thereafter she began to experience bladder problems which were investigated and led to diagnosis of a cyst with surgical removal in (B)(6) 2016. The patient continued to feel unwell and underwent ultrasound in (B)(6) 2017 and MRI scan on (B)(6) 2018, after which it was decided to remove the fallopian tubes to remove essure devices. A salpingectomy was performed on (B)(6) 2019. After recovery from surgery, condition was much improved and her symptoms resolved. As per follow-up of 10-jun-2020 there is an inconsistency in date of insertion, newly reported as (B)(6) 2015. As per follow up 26-mar-2021, medical records reported: laparoscopic b/I fallopian tubes with removal of essure. Diagnosis: left & right fallopian tubes macroscopic: both fallopian tubes and essure implants: both tubes received in pot. The first one, a tube 5cm in length x up to 1.2cm in diameter with attached fimbrial end (a and b). Second tube measures 4.7cm in length x up to 1.3cm in diameter with attached fimbrial end and two paratubal cysts, the largest 2cm and the smallest 0.7cm. Cysts filled with a pale clear fluid (c-e). Essure implants also seen in pot. As/sw microscopy: both fallopian tubes and fimbrial epithelium are unremarkable. Paratubal cysts are confirmed. Insertion details: operative report (B)(6) 2015 (discrepancy noted) post-op: aware to use contraception unless instructed to stop after the scan in 3 months indication: for sterilization findings: pregnancy test negative saline hysteroscopy-both ostia seen 3 coils in utero on the right and 4 on the left. Procedure: saline hysteroscopy-easy insertion of assure inserts on either side. Removal details: operative note (B)(6) 2019 laparoscopic salpingectomy +removal of essure +total laparoscopic hysterectomy+ bilateral salpingectomy indication: chronic pelvic pain findings: both tubes and ovaries normal. Both essure implants removed in full. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia,dysmenorrhoea , back pain, abdominal distension, bladder cyst, muscle spasms, acne, headache, weight increased, feeling abnormal and pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: inconclusive advice regarding the success of sterilization. Investigation - in 2016: urinary bladder cyst. Magnetic resonance imaging - on (B)(6) 2018: removal of both fallopian tubes with essure was agreed upon. Ultrasound pelvis - on (B)(6) 2015: lmp- on her periods suboptimal scan. Both inserts seen, but could not be traced from the endometrium to the serosa. Patient has difficulty passing urine and had a significant amount of urine in the bladder making tv scan difficult.. Ultrasound scan - in (B)(6) 2017: performed due to still feeling unwell; on (B)(6) 2016: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa. Ultrasonically the devices appeared to be correctly positioned.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2021: extension of expected date of next report. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 15-aug-2018. The most recent information was received on 31-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pains in pelvic area / severe pelvic pain'), loss of consciousness ('passed out during hysterosalpingogram'), bladder cyst ('bladder problems, was diagnosed with cyst') and multiple episodes of procedural pain ('essure implantation procedure very painful', 'unbearable pain during hysterosalpingogram causing me to pass out') in a 27-year-old female patient who had essure (batch no. C51348) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: denies suffering previously from hyperhidrosis, acne and furuncle. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced the first episode of procedural pain ("essure implantation procedure very painful"). On (B)(6) 2015, the patient experienced loss of consciousness (seriousness criterion medically significant) and the second episode of procedural pain (seriousness criterion medically significant). In 2016, the patient experienced bladder cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dyspareunia ("painful sex / pain during sexual intercourse"), dysmenorrhoea ("painful periods"), heavy menstrual bleeding ("periods sometimes very heavy, always with large clots, prolonged"), adnexa uteri pain ("regular/daily sharp stabbing pains around my fallopian tube area"), menstruation irregular ("periods irregular"), hypomenorrhoea ("periods sometimes light"), back pain ("lower back pain"), abdominal distension ("bloated large stomach ¿ look and feel in late stages of pregnancy"), ovulation pain ("painful ovulation"), coital bleeding ("occasional bleeding after sex"), muscle spasms ("muscle spasms at stomach area"), hyperhidrosis ("excessive sweating"), skin discolouration ("skin turn green with some jewellery"), acne ("acne"), furuncle ("very painful boils on face") with facial pain, genital abscess ("very painful boils in genital area") with genital pain, influenza like illness ("all over aches ¿ like flue"), headache ("regular headaches sometimes last more than 3 days"), dizziness ("dizziness"), pruritus ("itching all over body"), chest pain ("chest pain"), fatigue ("constant extreme tiredness / extreme fatigue"), asthenia ("lack of strength and energy"), amnesia ("memory loss"), peripheral swelling ("swollen lower legs"), joint swelling ("swollen ankles"), depressed mood ("often feel low /sad"), tooth disorder ("deterioration of teeth") and feeling abnormal ("brain fog") and was found to have heart rate increased ("heart beats fast") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy for essure removal and removal of bladder cyst in (B)(6) 2016). Essure was removed on (B)(6) 2019. In (B)(6) 2016, the bladder cyst had resolved. At the time of the report, the pelvic pain, loss of consciousness, the last episode of procedural pain, abdominal pain, dyspareunia, dysmenorrhoea, heavy menstrual bleeding, adnexa uteri pain, menstruation irregular, hypomenorrhoea, back pain, abdominal distension, ovulation pain, coital bleeding, muscle spasms, hyperhidrosis, skin discolouration, acne, furuncle, genital abscess, influenza like illness, headache, dizziness, pruritus, chest pain, heart rate increased, fatigue, asthenia, amnesia, peripheral swelling, joint swelling, depressed mood, tooth disorder and weight increased had resolved and the feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, adnexa uteri pain, amnesia, asthenia, back pain, bladder cyst, chest pain, coital bleeding, depressed mood, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, furuncle, genital abscess, headache, heart rate increased, heavy menstrual bleeding, hyperhidrosis, hypomenorrhoea, influenza like illness, joint swelling, loss of consciousness, menstruation irregular, muscle spasms, ovulation pain, pelvic pain, peripheral swelling, pruritus, skin discolouration, tooth disorder, weight increased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: initially (in 2018), patient reported "for the last 2 years I have had concerns about the device and some health concerns. I am told that this would not be causing my problems how ever I disagree. Regarding abdominal pain lower and adnexa uteri pain there is no real cause to explain. Just comes out of nowhere". As per follow-up of (B)(6) 2019, a lawyer reported that the patient was given inconclusive advice regarding the success of the sterilization. Thereafter she began to experience bladder problems which were investigated and led to diagnosis of a cyst with surgical removal in (B)(6) 2016. The patient continued to feel unwell and underwent ultrasound in (B)(6) 2017 and MRI scan on (B)(6) 2018, after which it was decided to remove the fallopian tubes to remove essure devices. A salpingectomy was performed on (B)(6) 2019. After recovery from surgery, condition was much improved and her symptoms resolved. As per follow-up of (B)(6) 2020 there is an inconsistency in date of insertion, newly reported as (B)(6) 2015. As per follow up (B)(6) 2021, medical records reported: laparoscopic b/I fallopian tubes with removal of essure. Diagnosis: left & right fallopian tubes macroscopic: both fallopian tubes and essure implants: both tubes received in pot. The first one, a tube 5cm in length x up to 1.2cm in diameter with attached fimbrial end (a and b). Second tube measures 4.7cm in length x up to 1.3cm in diameter with attached fimbrial end and two paratubal cysts, the largest 2cm and the smallest 0.7cm. Cysts filled with a pale clear fluid (c-e). Essure implants also seen in pot. As/sw microscopy: both fallopian tubes and fimbrial epithelium are unremarkable. Paratubal cysts are confirmed. Insertion details: operative report (B)(6) 2015 (discrepancy noted) post-op: aware to use contraception unless instructed to stop after the scan in 3 months indication: for sterilization findings: pregnancy test negative saline hysteroscopy-both ostia seen 3 coils in utero on the right and 4 on the left. Procedure: saline hysteroscopy-easy insertion of assure inserts on either side. Removal details: operative note (B)(6) 2019 laparoscopic salpingectomy +removal of essure +total laparoscopic hysterectomy+ bilateral salpingectomy indication: chronic pelvic pain findings: both tubes and ovaries normal. Both essure implants removed in full. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia,dysmenorrhoea , back pain, abdominal distension, bladder cyst, muscle spasms, acne, headache, weight increased, feeling abnormal and pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: inconclusive advice regarding the success of sterilization. Investigation - in 2016: urinary bladder cyst. Magnetic resonance imaging - on (B)(6) 2018: removal of both fallopian tubes with essure was agreed upon. Ultrasound pelvis - on (B)(6) 2015: lmp- on her periods suboptimal scan. Both inserts seen, but could not be traced from the endometrium to the serosa. Patient has difficulty passing urine and had a significant amount of urine in the bladder making tv scan difficult.. Ultrasound scan - in (B)(6) 2017: performed due to still feeling unwell; on (B)(6) 2016: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa. Ultrasonically the devices appeared to be correctly positioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2021: extension of expected date of next report. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 15-aug-2018. The most recent information was received on 27-aug-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pains in pelvic area / severe pelvic pain'), loss of consciousness ('passed out during hysterosalpingogram'), bladder cyst ('bladder problems, was diagnosed with cyst') and multiple episodes of procedural pain ('essure implantation procedure very painful', 'unbearable pain during hysterosalpingogram causing me to pass out') in a (B)(6) year old female patient who had essure (batch no. C51348) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: denies suffering previously from hyperhidrosis, acne and furuncle. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced the first episode of procedural pain ("essure implantation procedure very painful"). On (B)(6) 2015, the patient experienced loss of consciousness (seriousness criterion medically significant) and the second episode of procedural pain (seriousness criterion medically significant). In 2016, the patient experienced bladder cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dyspareunia ("painful sex / pain during sexual intercourse"), dysmenorrhoea ("painful periods"), menorrhagia ("periods sometimes very heavy, always with large clots, prolonged"), adnexa uteri pain ("regular/daily sharp stabbing pains around my fallopian tube area"), menstruation irregular ("periods irregular"), hypomenorrhoea ("periods sometimes light"), back pain ("lower back pain"), abdominal distension ("bloated large stomach ¿ look and feel in late stages of pregnancy"), ovulation pain ("painful ovulation"), coital bleeding ("occasional bleeding after sex"), muscle spasms ("muscle spasms at stomach area"), hyperhidrosis ("excessive sweating"), skin discolouration ("skin turn green with some jewellery"), acne ("acne"), furuncle ("very painful boils on face") with facial pain, genital abscess ("very painful boils in genital area") with genital pain, influenza like illness ("all over aches ¿ like flue"), headache ("regular headaches sometimes last more than 3 days"), dizziness ("dizziness"), pruritus generalised ("itching all over body"), chest pain ("chest pain"), fatigue ("constant extreme tiredness / extreme fatigue"), asthenia ("lack of strength and energy"), amnesia ("memory loss"), peripheral swelling ("swollen lower legs"), joint swelling ("swollen ankles"), depressed mood ("often feel low /sad") and tooth disorder ("deterioration of teeth") and was found to have heart rate increased ("heart beats fast") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy for essure removal and removal of bladder cyst in (B)(6) 2016). Essure was removed on (B)(6) 2019. In (B)(6) 2016, the bladder cyst had resolved. At the time of the report, the pelvic pain, loss of consciousness, the last episode of procedural pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, adnexa uteri pain, menstruation irregular, hypomenorrhoea, back pain, abdominal distension, ovulation pain, coital bleeding, muscle spasms, hyperhidrosis, skin discolouration, acne, furuncle, genital abscess, influenza like illness, headache, dizziness, pruritus generalised, chest pain, heart rate increased, fatigue, asthenia, amnesia, peripheral swelling, joint swelling, depressed mood, tooth disorder and weight increased had resolved. The reporter considered abdominal distension, abdominal pain, acne, adnexa uteri pain, amnesia, asthenia, back pain, bladder cyst, chest pain, coital bleeding, depressed mood, dizziness, dysmenorrhoea, dyspareunia, fatigue, furuncle, genital abscess, headache, heart rate increased, hyperhidrosis, hypomenorrhoea, influenza like illness, joint swelling, loss of consciousness, menorrhagia, menstruation irregular, muscle spasms, ovulation pain, pelvic pain, peripheral swelling, pruritus generalised, skin discolouration, tooth disorder, weight increased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: initially (in 2018), patient reported "for the last 2 years I have had concerns about the device and some health concerns. I am told that this would not be causing my problems how ever I disagree. Regarding abdominal pain lower and adnexa uteri pain there is no real cause to explain. Just comes out of nowhere". As per follow-up of 30-aug-2019, a lawyer reported that the patient was given inconclusive advice regarding the success of the sterilization. Thereafter she began to experience bladder problems which were investigated and led to diagnosis of a cyst with surgical removal in (B)(6) 2016. The patient continued to feel unwell and underwent ultrasound in (B)(6) 2017 and MRI scan on (B)(6) 2018, after which it was decided to remove the fallopian tubes to remove essure devices. A salpingectomy was performed on (B)(6) 2019. After recovery from surgery, condition was much improved and her symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: inconclusive advice regarding the success of sterilization. Investigation in 2016: urinary bladder cyst. Nuclear magnetic resonance imaging on (B)(6) 2018: removal of both fallopian tubes with essure was agreed upon. Ultrasound scan in (B)(6) 2017: performed due to still feeling unwell. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: follow-up report was received via lawyer: essure was implanted on (B)(6) 2015 (prev: (B)(6) 2015), procedure found very painful (event added). Inconclusive advice regarding the success of sterilization at three month check up on (B)(6) 2015 (date amended, also for events passing out, second procedural pain). Then she had bladder problems, investigated and diagnosed with a cyst (event added), surgical removal in (B)(6) 2016, continued to feel unwell (event added), ultrasound in (B)(6) 2017, continued to suffer symptoms. New event: memory loss. Following a (new:) MRI scan on (B)(6) 2018, removal of fallopian tubes to remove essure devices was decided, (new:) salpingectomy was performed on (B)(6) 2019 (removed for event sharp stabbing pains in pelvic area). After recovery from surgery, condition was much improved and her symptoms have resolved (outcome changed to resolved). We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 15-aug-2018. The most recent information was received on 01-dec-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pains in pelvic area / severe pelvic pain'), loss of consciousness ('passed out during hysterosalpingogram'), bladder cyst ('bladder problems, was diagnosed with cyst') and multiple episodes of procedural pain ('essure implantation procedure very painful', 'unbearable pain during hysterosalpingogram causing me to pass out') in a 27-year-old female patient who had essure (batch no. C51348) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: denies suffering previously from hyperhidrosis, acne and furuncle. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced the first episode of procedural pain ("essure implantation procedure very painful"). On (B)(6) 2015, the patient experienced loss of consciousness (seriousness criterion medically significant) and the second episode of procedural pain (seriousness criterion medically significant). In 2016, the patient experienced bladder cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dyspareunia ("painful sex / pain during sexual intercourse"), dysmenorrhoea ("painful periods"), heavy menstrual bleeding ("periods sometimes very heavy, always with large clots, prolonged"), adnexa uteri pain ("regular/daily sharp stabbing pains around my fallopian tube area"), menstruation irregular ("periods irregular"), hypomenorrhoea ("periods sometimes light"), back pain ("lower back pain"), abdominal distension ("bloated large stomach ¿ look and feel in late stages of pregnancy"), ovulation pain ("painful ovulation"), coital bleeding ("occasional bleeding after sex"), muscle spasms ("muscle spasms at stomach area"), hyperhidrosis ("excessive sweating"), skin discolouration ("skin turn green with some jewellery"), acne ("acne"), furuncle ("very painful boils on face") with facial pain, genital abscess ("very painful boils in genital area") with genital pain, influenza like illness ("all over aches ¿ like flue"), headache ("regular headaches sometimes last more than 3 days"), dizziness ("dizziness"), pruritus ("itching all over body"), chest pain ("chest pain"), fatigue ("constant extreme tiredness / extreme fatigue"), asthenia ("lack of strength and energy"), amnesia ("memory loss"), peripheral swelling ("swollen lower legs"), joint swelling ("swollen ankles"), depressed mood ("often feel low /sad"), tooth disorder ("deterioration of teeth") and feeling abnormal ("brain fog") and was found to have heart rate increased ("heart beats fast") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy for essure removal and removal of bladder cyst in (B)(6) 2016). Essure was removed on (B)(6) 2019. In (B)(6) 2016, the bladder cyst had resolved. At the time of the report, the pelvic pain, loss of consciousness, the last episode of procedural pain, abdominal pain, dyspareunia, dysmenorrhoea, heavy menstrual bleeding, adnexa uteri pain, menstruation irregular, hypomenorrhoea, back pain, abdominal distension, ovulation pain, coital bleeding, muscle spasms, hyperhidrosis, skin discolouration, acne, furuncle, genital abscess, influenza like illness, headache, dizziness, pruritus, chest pain, heart rate increased, fatigue, asthenia, amnesia, peripheral swelling, joint swelling, depressed mood, tooth disorder and weight increased had resolved and the feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, adnexa uteri pain, amnesia, asthenia, back pain, bladder cyst, chest pain, coital bleeding, depressed mood, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, furuncle, genital abscess, headache, heart rate increased, heavy menstrual bleeding, hyperhidrosis, hypomenorrhoea, influenza like illness, joint swelling, loss of consciousness, menstruation irregular, muscle spasms, ovulation pain, pelvic pain, peripheral swelling, pruritus, skin discolouration, tooth disorder, weight increased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: initially (in 2018), patient reported "for the last 2 years I have had concerns about the device and some health concerns. I am told that this would not be causing my problems how ever I disagree. Regarding abdominal pain lower and adnexa uteri pain there is no real cause to explain. Just comes out of nowhere". As per follow-up of (B)(6) 2019, a lawyer reported that the patient was given inconclusive advice regarding the success of the sterilization. Thereafter she began to experience bladder problems which were investigated and led to diagnosis of a cyst with surgical removal in (B)(6) 2016. The patient continued to feel unwell and underwent ultrasound in (B)(6) 2017 and MRI scan on (B)(6) 2018, after which it was decided to remove the fallopian tubes to remove essure devices. A salpingectomy was performed on (B)(6) 2019. After recovery from surgery, condition was much improved and her symptoms resolved. As per follow-up of 10-jun-2020 there is an inconsistency in date of insertion, newly reported as (B)(6) 2015. As per follow up 26-mar-2021, medical records reported: laparoscopic b/I fallopian tubes with removal of essure. Diagnosis: left & right fallopian tubes. Macroscopic: both fallopian tubes and essure implants: both tubes received in pot. The first one, a tube 5cm in length x up to 1.2cm in diameter with attached fimbrial end (a and b). Second tube measures 4.7cm in length x up to 1.3cm in diameter with attached fimbrial end and two paratubal cysts, the largest 2cm and the smallest 0.7cm. Cysts filled with a pale clear fluid (c-e). Essure implants also seen in pot. As/sw microscopy: both fallopian tubes and fimbrial epithelium are unremarkable. Paratubal cysts are confirmed. Insertion details: operative report: (B)(6) 2015 (discrepancy noted). Post-op: aware to use contraception unless instructed to stop after the scan in 3 months indication: for sterilization. Findings: pregnancy test negative saline hysteroscopy-both ostia seen 3 coils in utero on the right and 4 on the left. Procedure: saline hysteroscopy-easy insertion of assure inserts on either side. Removal details: operative note: (B)(6) 2019 laparoscopic salpingectomy +removal of essure +total; laparoscopic hysterectomy+ bilateral salpingectomy; indication: chronic pelvic pain; findings: both tubes and ovaries normal. Both essure implants; removed in full. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia,dysmenorrhoea , back pain, abdominal distension, bladder cyst, muscle spasms, acne, headache, weight increased, feeling abnormal and pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: inconclusive advice regarding the success of sterilization. Investigation - in 2016: urinary bladder cyst. Magnetic resonance imaging - on (B)(6) 2018: removal of both fallopian tubes with essure was agreed upon. Ultrasound pelvis - on (B)(6) 2015: lmp- on her periods suboptimal scan. Both inserts seen, but could not be traced from the endometrium to the serosa. Patient has difficulty passing urine and had a significant amount of urine in the bladder making tv scan difficult. Ultrasound scan - on (B)(6) 2016: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa. Ultrasonically the devices appeared to be correctly positioned.; in (B)(6) 2017: performed due to still feeling unwell. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-dec-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 15-aug-2018. The most recent information was received on 10-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pains in pelvic area / severe pelvic pain'), loss of consciousness ('passed out during hysterosalpingogram'), bladder cyst ('bladder problems, was diagnosed with cyst') and multiple episodes of procedural pain ('essure implantation procedure very painful', 'unbearable pain during hysterosalpingogram causing me to pass out') in a 27-year-old female patient who had essure (batch no. C51348) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: denies suffering previously from hyperhidrosis, acne and furuncle. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced the first episode of procedural pain ("essure implantation procedure very painful"). On (B)(6) 2015, the patient experienced loss of consciousness (seriousness criterion medically significant) and the second episode of procedural pain (seriousness criterion medically significant). In 2016, the patient experienced bladder cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dyspareunia ("painful sex / pain during sexual intercourse"), dysmenorrhoea ("painful periods"), menorrhagia ("periods sometimes very heavy, always with large clots, prolonged"), adnexa uteri pain ("regular/daily sharp stabbing pains around my fallopian tube area"), menstruation irregular ("periods irregular"), hypomenorrhoea ("periods sometimes light"), back pain ("lower back pain"), abdominal distension ("bloated large stomach ¿ look and feel in late stages of pregnancy"), ovulation pain ("painful ovulation"), coital bleeding ("occasional bleeding after sex"), muscle spasms ("muscle spasms at stomach area"), hyperhidrosis ("excessive sweating"), skin discolouration ("skin turn green with some jewellery"), acne ("acne"), furuncle ("very painful boils on face") with facial pain, genital abscess ("very painful boils in genital area") with genital pain, influenza like illness ("all over aches ¿ like flue"), headache ("regular headaches sometimes last more than 3 days"), dizziness ("dizziness"), pruritus ("itching all over body"), chest pain ("chest pain"), fatigue ("constant extreme tiredness / extreme fatigue"), asthenia ("lack of strength and energy"), amnesia ("memory loss"), peripheral swelling ("swollen lower legs"), joint swelling ("swollen ankles"), depressed mood ("often feel low /sad") and tooth disorder ("deterioration of teeth") and was found to have heart rate increased ("heart beats fast") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy for essure removal and removal of bladder cyst in (B)(6) 2016). Essure was removed on (B)(6) 2019. In (B)(6) 2016, the bladder cyst had resolved. At the time of the report, the pelvic pain, loss of consciousness, the last episode of procedural pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, adnexa uteri pain, menstruation irregular, hypomenorrhoea, back pain, abdominal distension, ovulation pain, coital bleeding, muscle spasms, hyperhidrosis, skin discolouration, acne, furuncle, genital abscess, influenza like illness, headache, dizziness, pruritus, chest pain, heart rate increased, fatigue, asthenia, amnesia, peripheral swelling, joint swelling, depressed mood, tooth disorder and weight increased had resolved. The reporter considered abdominal distension, abdominal pain, acne, adnexa uteri pain, amnesia, asthenia, back pain, bladder cyst, chest pain, coital bleeding, depressed mood, dizziness, dysmenorrhoea, dyspareunia, fatigue, furuncle, genital abscess, headache, heart rate increased, hyperhidrosis, hypomenorrhoea, influenza like illness, joint swelling, loss of consciousness, menorrhagia, menstruation irregular, muscle spasms, ovulation pain, pelvic pain, peripheral swelling, pruritus, skin discolouration, tooth disorder, weight increased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: initially (in 2018), patient reported "for the last 2 years I have had concerns about the device and some health concerns. I am told that this would not be causing my problems how ever I disagree. Regarding abdominal pain lower and adnexa uteri pain there is no real cause to explain. Just comes out of nowhere". As per follow-up of (B)(6) 2019, a lawyer reported that the patient was given inconclusive advice regarding the success of the sterilization. Thereafter she began to experience bladder problems which were investigated and led to diagnosis of a cyst with surgical removal in (B)(6) 2016. The patient continued to feel unwell and underwent ultrasound in (B)(6) 2017 and MRI scan on (B)(6) 2018, after which it was decided to remove the fallopian tubes to remove essure devices. A salpingectomy was performed on (B)(6) 2019. After recovery from surgery, condition was much improved and her symptoms resolved. As per follow-up of (B)(6) 2020 there is an inconsistency in date of insertion, newly reported as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: inconclusive advice regarding the success of sterilization. Investigation - in 2016: urinary bladder cyst. Magnetic resonance imaging - on (B)(6) 2018: removal of both fallopian tubes with essure was agreed upon. Ultrasound scan - in (B)(6) 2017: performed due to still feeling unwell. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: follow-up report was received via lawyer: essure was implanted on (B)(6) 2015 (prev: (B)(6) 2015), procedure found very painful (event added). Inconclusive advice regarding the success of sterilization at three month check up on (B)(6) 2015 (date amended, also for events passing out, second procedural pain). Then she had bladder problems, investigated and diagnosed with a cyst (event added), surgical removal in (B)(6) 2016, continued to feel unwell (event added), ultrasound in (B)(6) 2017, continued to suffer symptoms. New event: memory loss. Following a (new:) MRI scan on (B)(6) 2018, removal of fallopian tubes to remove essure devices was decided, (new:) salpingectomy was performed on (B)(6) 2019 (removed for event sharp stabbing pains in pelvic area). After recovery from surgery, condition was much improved and her symptoms have resolved (outcome changed to resolved). On (B)(6) 2020: date of insertion was newly reported as (B)(6) 2015 (inconsistent information). New reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 01-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pains in pelvic area / severe pelvic pain'), loss of consciousness ('passed out during hysterosalpingogram'), bladder cyst ('bladder problems, was diagnosed with cyst') and multiple episodes of procedural pain ('essure implantation procedure very painful', 'unbearable pain during hysterosalpingogram causing me to pass out') in a 27-year-old female patient who had essure (batch no. C51348) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: denies suffering previously from hyperhidrosis, acne and furuncle. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced the first episode of procedural pain ("essure implantation procedure very painful"). On (B)(6)2015, the patient experienced loss of consciousness (seriousness criterion medically significant) and the second episode of procedural pain (seriousness criterion medically significant). In 2016, the patient experienced bladder cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dyspareunia ("painful sex / pain during sexual intercourse"), dysmenorrhoea ("painful periods"), menorrhagia ("periods sometimes very heavy, always with large clots, prolonged"), adnexa uteri pain ("regular/daily sharp stabbing pains around my fallopian tube area"), menstruation irregular ("periods irregular"), hypomenorrhoea ("periods sometimes light"), back pain ("lower back pain"), abdominal distension ("bloated large stomach ¿ look and feel in late stages of pregnancy"), ovulation pain ("painful ovulation"), coital bleeding ("occasional bleeding after sex"), muscle spasms ("muscle spasms at stomach area"), hyperhidrosis ("excessive sweating"), skin discolouration ("skin turn green with some jewellery"), acne ("acne"), furuncle ("very painful boils on face") with facial pain, genital abscess ("very painful boils in genital area") with genital pain, influenza like illness ("all over aches ¿ like flue"), headache ("regular headaches sometimes last more than 3 days"), dizziness ("dizziness"), pruritus ("itching all over body"), chest pain ("chest pain"), fatigue ("constant extreme tiredness / extreme fatigue"), asthenia ("lack of strength and energy"), amnesia ("memory loss"), peripheral swelling ("swollen lower legs"), joint swelling ("swollen ankles"), depressed mood ("often feel low /sad"), tooth disorder ("deterioration of teeth") and feeling abnormal ("brain fog") and was found to have heart rate increased ("heart beats fast") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy for essure removal and removal of bladder cyst in (B)(6) 2016). Essure was removed on (B)(6) 2019. In december 2016, the bladder cyst had resolved. At the time of the report, the pelvic pain, loss of consciousness, the last episode of procedural pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, adnexa uteri pain, menstruation irregular, hypomenorrhoea, back pain, abdominal distension, ovulation pain, coital bleeding, muscle spasms, hyperhidrosis, skin discolouration, acne, furuncle, genital abscess, influenza like illness, headache, dizziness, pruritus, chest pain, heart rate increased, fatigue, asthenia, amnesia, peripheral swelling, joint swelling, depressed mood, tooth disorder and weight increased had resolved and the feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, adnexa uteri pain, amnesia, asthenia, back pain, bladder cyst, chest pain, coital bleeding, depressed mood, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, furuncle, genital abscess, headache, heart rate increased, hyperhidrosis, hypomenorrhoea, influenza like illness, joint swelling, loss of consciousness, menorrhagia, menstruation irregular, muscle spasms, ovulation pain, pelvic pain, peripheral swelling, pruritus, skin discolouration, tooth disorder, weight increased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: initially (in 2018), patient reported "for the last 2 years I have had concerns about the device and some health concerns. I am told that this would not be causing my problems how ever I disagree. Regarding abdominal pain lower and adnexa uteri pain there is no real cause to explain. Just comes out of nowhere". As per follow-up of 30-aug-2019, a lawyer reported that the patient was given inconclusive advice regarding the success of the sterilization. Thereafter she began to experience bladder problems which were investigated and led to diagnosis of a cyst with surgical removal in (B)(6) 2016. The patient continued to feel unwell and underwent ultrasound in (B)(6) 2017 and MRI scan on (B)(6) 2018, after which it was decided to remove the fallopian tubes to remove essure devices. A salpingectomy was performed on (B)(6)2019. After recovery from surgery, condition was much improved and her symptoms resolved. As per follow-up of 10-jun-2020 there is an inconsistency in date of insertion, newly reported as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: inconclusive advice regarding the success of sterilization. Investigation - in 2016: urinary bladder cyst. Magnetic resonance imaging - on (B)(6) 2018: removal of both fallopian tubes with essure was agreed upon. Ultrasound scan - in (B)(6) 2017: performed due to still feeling unwell. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: essure insertion date updated; new event added: brain fog we received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 15-aug-2018. The most recent information was received on 26-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("sharp stabbing pains in pelvic area / severe pelvic pain"), loss of consciousness ("passed out during hysterosalpingogram"), several episodes of procedural pain ("unbearable pain during hysterosalpingogram causing me to pass out" and "essure implantation procedure very painful") and bladder cyst ("bladder problems, was diagnosed with cyst") in a 27 year-old female patient who had essure inserted (lot no. C51348) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of suprapubic pain, ovarian cystectomy, post coital bleeding, uti, parity 2 (has got two boys 12 and 9 years old), feeling unwell and ovarian cyst. Denies suffering previously from hyperhidrosis, acne and furuncle. On 01-apr-2015, the patient had essure inserted. On 11-sep-2015, the day of essure insertion, she experienced a first episode of procedural pain. On 29-dec-2015 she experienced loss of consciousness (seriousness criterion medically important) and a second episode of procedural pain (seriousness criterion medically important). In 2016 she experienced bladder cyst (seriousness criterion medically important). Essure was removed on 24-jan-2019. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("severe abdominal pain"), dyspareunia ("painful sex / pain during sexual intercourse"), dysmenorrhoea ("painful periods"), heavy menstrual bleeding ("periods sometimes very heavy, always with large clots, prolonged"), adnexa uteri pain ("regular/daily sharp stabbing pains around my fallopian tube area"), menstruation irregular ("periods irregular"), hypomenorrhoea ("periods sometimes light"), genital pain ("very painful boils in genital area"), back pain ("lower back pain"), abdominal bloating ("bloated large stomach ¿ look and feel in late stages of pregnancy"), ovulation pain ("painful ovulation"), coital bleeding ("occasional bleeding after sex"), muscle spasms ("muscle spasms at stomach area"), excess sweating ("excessive sweating"), skin discolouration ("skin turn green with some jewellery"), a first episode of acne ("acne"), furuncle ("very painful boils on face"), genital abscess ("very painful boils in genital area"), facial pain ("very painful boils on face"), influenza like illness ("all over aches ¿ like flue"), headache ("regular headaches sometimes last more than 3 days"), dizziness ("dizziness"), pruritus ("itching all over body"), chest pain ("chest pain"), chronic fatigue ("constant extreme tiredness / extreme fatigue"), asthenia ("lack of strength and energy"), amnesia ("memory loss"), peripheral swelling ("swollen lower legs"), joint swelling ("swollen ankles"), depressed mood ("often feel low /sad"), a first episode of tooth disorder ("deterioration of teeth"), brain fog ("brain fog"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("hypersensitivity reaction"), migraine ("migraine"), fatigue ("fatigue"), bloating ("bloating"), a second episode of tooth disorder ("dental isuues"), a second episode of acne ("acne") and sweating ("excessive perspiration") and was found to have heart rate increased ("heart beats fast"), a first episode of weight increased ("weight gain") and a second episode of weight increased ("weight-gain"). The patient was treated with surgery (bilateral salpingectomy & hysteroctomy and removal of bladder cyst in dec-2016). In december 2016, the bladder cyst had resolved. At the time of the report, the pelvic pain, loss of consciousness, latest episode of procedural pain, abdominal pain, dyspareunia, dysmenorrhoea, heavy menstrual bleeding, adnexa uteri pain, menstruation irregular, hypomenorrhoea, back pain, abdominal bloating, ovulation pain, coital bleeding, muscle spasms, excess sweating, skin discolouration, furuncle, genital abscess, influenza like illness, headache, dizziness, pruritus, chest pain, heart rate increased, chronic fatigue, asthenia, amnesia, peripheral swelling, joint swelling and depressed mood had resolved. The outcomes for brain fog, genital haemorrhage, device intolerance, hypersensitivity, migraine, fatigue, abdominal distension, hyperhidrosis and the last episode of acne were unknown. The reporter considered abdominal bloating, bloating, abdominal pain, the first episode of acne, the second episode of acne, adnexa uteri pain, amnesia, asthenia, back pain, bladder cyst, brain fog, chest pain, coital bleeding, depressed mood, device intolerance, dizziness, dysmenorrhoea, dyspareunia, facial pain, chronic fatigue, fatigue, furuncle, genital abscess, genital haemorrhage, genital pain, headache, heart rate increased, heavy menstrual bleeding, excess sweating, sweating, hypersensitivity, hypomenorrhoea, influenza like illness, joint swelling, loss of consciousness, menstruation irregular, migraine, muscle spasms, ovulation pain, pelvic pain, peripheral swelling, the first episode of procedural pain, the second episode of procedural pain, pruritus, skin discolouration, the first episode of tooth disorder, the second episode of tooth disorder, the first episode of weight increased and the second episode of weight increased to be related to essure administration. The reporter commented: initially (in 2018), patient reported "for the last 2 years I have had concerns about the device and some health concerns. I am told that this would not be causing my problems how ever I disagree. Regarding abdominal pain lower and adnexa uteri pain there is no real cause to explain. Just comes out of nowhere". As per follow-up of 30-aug-2019, a lawyer reported that the patient was given inconclusive advice regarding the success of the sterilization. Thereafter she began to experience bladder problems which were investigated and led to diagnosis of a cyst with surgical removal in dec-2016. The patient continued to feel unwell and underwent ultrasound in jul-2017 and MRI scan on 18-dec-2018, after which it was decided to remove the fallopian tubes to remove essure devices. A salpingectomy was performed on 24-jan-2019. After recovery from surgery, condition was much improved and her symptoms resolved. As per follow-up of 10-jun-2020 there is an inconsistency in date of insertion, newly reported as 01-apr-2015. As per follow up 26-mar-2021, medical records reported: laparoscopic b/I fallopian tubes with removal of essure. Diagnosis: left & right fallopian tubes macroscopic: both fallopian tubes and essure implants: both tubes received in pot. The first one, a tube 5cm in length x up to 1.2cm in diameter with attached fimbrial end (a and b). Second tube measures 4.7cm in length x up to 1.3cm in diameter with attached fimbrial end and two paratubal cysts, the largest 2cm and the smallest 0.7cm. Cysts filled with a pale clear fluid (c-e). Essure implants also seen in pot. As/sw microscopy: both fallopian tubes and fimbrial epithelium are unremarkable. Paratubal cysts are confirmed. Insertion details: operative report 11sep2015 (discrepancy noted) post-op: aware to use contraception unless instructed to stop after the scan in 3 months indication: for sterilization findings: pregnancy test negative saline hysteroscopy-both ostia seen 3 coils in utero on the right and 4 on the left. Procedure: saline hysteroscopy-easy insertion of assure inserts on either side removal details: operative note 24jan2019 laparoscopic salpingectomy +removal of essure +total laparoscopic hysterectomy+ bilateral salpingectomy indication: chronic pelvic pain findings: both tubes and ovaries normal. Both essure implants removed in full. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia,dysmenorrhoea , back pain, abdominal distension, bladder cyst, muscle spasms, acne, headache, weight increased, feeling abnormal and pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 29-dec-2015: inconclusive advice regarding the success of sterilization; on 17-mar-2016: post essure easy insertion and optimum positioning of essure scan not satisfactory unable to empty bladder. Essure coils seen bilaterally. Normally positioned. Considerable pain with uterine cavity distension. [Investigation] in 2016: urinary bladder cyst [magnetic resonance imaging] on 18-dec-2018: removal of both fallopian tubes with essure was agreed upon [ultrasound pelvis] on 29-dec-2015: lmp- on her periods suboptimal scan. Both inserts seen, but could not be traced from the endometrium to the serosa. Patient has difficulty passing urine and had a significant amount of urine in the bladder making tv scan difficult. [Ultrasound scan] on 12-apr-2016: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa. Ultrasonically the devices appeared to be correctly positioned.; in july 2017: performed due to still feeling unwell quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New events pelvic pain female, genital bleeding, device intolerance, hypersensitivity, . Psychological issues, migraine, fatigue, weight-gain, bloating, dental issues, excessive sweating & acne added. Medical history , reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.